Event description:
It was reported that the patient presented in the hospital for a scheduled implant procedure. Post implant procedure, the patient's pacemaker was unable to be interrogated due to loss of radiofrequency (rf) telemetry and the patient's right atrial (ra) lead was found dislodged via chest x-ray imaging. Both the pacemaker and the ra lead were explanted and replaced to resolve the issue. The patient was in a stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque on the connector pin, the helix was able to extend and retract with the helix extension length within specification. X-ray examination of the lead found no anomalies. Electrical testing of the lead found no conductor fractures or internal shorts.